Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the stat lane led and observed corrosion on the led's wire harness connector. The cse replaced the led and successfully processed a sample by loading the sample rack into stat lane without further order of smoke or process errors. The system was fully functional upon departure. Siemens concludes the potential cause of the smoke was from the corrosion on the led's wire harness connector. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from a shorted light emitting diode (led) on a dimension vista 500 instrument. There are no known reports of patient intervention or adverse health consequences due to the event.